Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing an inaccurate high issue with his one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with subject meter began on (B)(6) 2011 @ 10:40 am. He obtained a result of "373 mg/dl" on the subject meter and felt it was inaccurate high compared to his feelings. It is unclear when in the morning; he performed another test and obtained result of approximately "360 mg/dl". He stated that he manages his diabetes with humalog (sliding scale) and based on the "360 mg/dl" reading, he self treated with 14 units of humalog at approximately 8 am. The cca documentation shows that the patient retested one and a half hour later, and got a reading of "353 mg/dl". The patient alleged that, 20 minutes after the alleged product issue, he felt shaky, and had blurry vision. He denied receiving any treatment due to his symptoms. During the initial call with cca, the patient described using the correct unit of measure in the meter. While troubleshooting with the cca, the quality control test was not performed with the subject meter. Replacements products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.